Event description:
Bio medical engineer reported that a male pt was undergoing a cystogram procedure when the fluoro stopped working. He reported that the physician was able to continue on and completed the procedure without any complications by using spot films and last image held picture on the monitor.

Manufacturer narrative:
Field svc engineer found a loose connection on the image intensifier and reconnected and replaced the 24 volt power supply. He verified the operation of the urology equipment using maintenance section of svc manual, and returned unit to svc.